Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr angio-seal vip was returned for product evaluation. The arteriotomy locator, hemostasis sheath, and carrier tube assembly were returned along with header bag. A partially opened aluminum foil pouch was returned as well. Visual inspection revealed that the sheath was found to be properly mated with arteriotomy locator. The locator was locked into the sheath and blood inlet holes were checked and properly aligned. Then, the locator was carefully removed from the sheath and there was no kink or bend identified on it. A partially opened polyfoil pouch was attempted to be completely opened and the carrier tube assembly was carefully removed from it. The bypass tube was found protecting the anchor of the carrier tube assembly at its correct manufacturing location. No other visual anomalies were noted with the device. Functional testing was performed. The locator and sheath were uncoupled, and the carrier tube assembly was inserted into the hemostasis sheath. A click sound was heard, and the anchor and the distal tip of the carrier tube were exposed from the sheath. The sheath cap and the device sleeve were snapped together and properly fitted. The deployment sleeve was then moved into the rear lock position and the anchor posted to the sheath. Then, the digital force was applied to the anchor and the tamping mechanism deployed. There were no functional anomalies noted with the device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that when the angio-seal device was not connectable to the sheath. There was no risk of serious injury. There was no harm to the patient. Additional information was received on 20jan2020. The procedure was a percutaneous transluminal angioplasty (pta) using a 6fr procedural sheath. A pre-deployment angiogram was performed. The patient was stable. Hemostasis was achieved by manual compression.